Manufacturer narrative:
Patient comorbidities: copd, hypertension, and afib. Patient medications: albuterol, amlodipine, apixaban, calcium citrate, vitamin d3, duloxetine, famotidine, fenofibrate micronized, ferrous gluconate, fluticasone, gabapentin, levothyroxine, metoprolol, omeprazole, rosuvastatin, solifenacin, sotalol, umeclidinium, valsartan, and zinc oxide. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2019, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, during the original procedure two gore® viabahn® vbx balloon expandable endoprostheses were used for a chimney technique in the renal arteries (lot/serial number is unknown and not available). It was reported that computed tomography images dated (B)(6) 2020, revealed the patient had a proximal type I endoleak. It is unknown if there is aneurysm sac enlargement (previous CT images are not available for comparison). The cause for the type I endoleak is unknown, but the physician stated "it could be possible gutters that lead to possible migration". On (B)(6) 2020, the physician reintervened and implanted a gore® excluder® aortic extender endoprosthesis proximally and bilaterally extended proximally both viabahn® vbx balloon expandable endoprostheses. The endoleak was resolved at the end of the case. The patient tolerated the procedure.